Event description:
Spontaneous; patient was getting no disposable pump alarm. Went through with patient that is usually because the cassette is not property attached to pump. Patient said both pumps were giving this alarm. He changed to a new cassette and was able to get pump to work. He believes it is a bad cassette. He said this is the 4th time in the past few months that he has gotten this alarm. The only way he is able to get this fixed is to change cassettes. Lot number d cassette: 4019428. Patient only has 1 lot number, he had thrown the ether cassettes away. No other information known. Did the reported product fault occur while in use with the patient? Yes did the product issues cause or contribute to patient or clinical injury? No; did we [MFR] replace device? No, patient had extra cassettes available. Did the patient have a back up device they were able to switch to? Yes; was patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.